Event description:
It was reported that (1) al326 was used during a lap cholecystectomy procedure. It was reportd by the affiliate that the clip would not feed into the jaw properly. Opened another device to complete the case. There was no consequence to pt.